Manufacturer narrative:
(B)(4). The sample was not available, therefore no evaluation could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). There was no patient or bag disconnect. The patient had two bags connected and the unused line clamps were closed. The bag connections were also tight. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause of the alarm was unknown. The patient had been doing fine since the event and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date in the first follow up MDR should have been (B)(4) 2012.

Manufacturer narrative:
(B)(4). A request for the return of a companion sample was made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.